Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no pt involvement int he reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a disconnected system interconnect flex cable. The cable was reseated to correct the malfunction.